Event description:
Additional information was received from the patient that reported that the patient was scheduled for a surgery on (B)(6) 2016 to have paddles put in.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating the percutaneous leads were explanted and replaced with a paddle lead. Three operations were required for the procedure which all occurred on the same day. The percutaneous leads were explanted first, then the ins was removed and placed in a new pocket location. Finally, the paddle lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
Information received from the patient reported that they only felt the stimulation from their implantable neurostimulator (ins) in their knees but wanted it in the back. The healthcare professional (hcp told them at first to wait a month before using the stimulation to allow for healing. Then they were told to wait another month. The manufacturer's representative tried reprogramming the patient 3-4 different times with the last time noted as last week. The patient had never seen a hcp regarding the issue until last week. They had an x-ray performed and their new hcp said that the leads were coming together at a point and they will need to put in paddle leads. The patient stated that they had only used the stimulation twice to charge the ins. The indication for use for the implanted device was noted as non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.